Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they are particularly worried about the right back molars. The patient indicated that they don't meet when they close their mouth. This makes chewing their food really difficult. The patient is having a hard time eating. Their teeth squeak when they close their mouth, and the patient is worried it is doing damage to their teeth, and they are not able to chew their food completely.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.